Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead had dropped in p-wave amplitude, dropped in pacing impedance and exhibited high capture threshold and as well as under-sensing. No intervention was made. The patient was stable.